Manufacturer narrative:
The lead was surgically abandoned (caped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. No allegations that our lead failed to meet its performance specifications or caused or contributed to the reported event. Subclavian crush is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance measurement (less than 200 ohms) along with increase in pacing thresholds. Moreover, a subclavian crush of the lead was suspected. A revision procedure was done in which this rv lead was surgically abandoned and capped. (09/03/2013). Add'l info received that a subclavian crush was noted on the lead and was visible under x-ray. This rv lead was replaced and is no longer in-service. No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 9 months.